Manufacturer narrative:
Note: product problem chosen, as there were no reported symptoms (e2403 was coded), however, f06 was coded due to the patient needing to reschedule their MRI appointment. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that the patient reported when they were at an MRI appointment, they were not able to have an MRI scan because they were unable to connect with their implant. They stated this was due to getting a message that said "retry" (the patient was unable to recall any other details regarding the message). The patient reported they thought the reason they could not connect with their implant was due to their communicator not holding a charge. They stated they did not recall seeing any battery indicator lights on their communicator when they were trying to connect with their implant at the appointment. They also confirmed they were not charging their communicator when attempting to connect, and confirmed their communicator was powered on at that time. Communicator battery indicator lights were reviewed, and with instruction, the patient successfully connected with the ins on the call and saw their therapy settings. They stated they had to reschedule their MRI appointment and would call back at next MRI appt. If unable to connect with ins at that time for further instruction. The re were no patient symptoms or further complications reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They reported the cause of the inability to connect to their ins was determined to be due to placement but the manufacturer helped patient resolve the issue. The issue has been resolved. Patient further clarified their statement of not recalling seeing any battery indicator lights on the communicator was a patient procedure/use issue. The cause of the lack of battery indicator light was determined. The issue was resolved. The cause of the communicator not holding a charge was not determined but said to be user error. Patient reported that they have gotten direction from the manufacturer.